Manufacturer narrative:
Concomitant device: ref: 0113035, (lot# 43fqd517) this product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced adhesions, failure of mesh, and abdominal pain. Post-operative patient treatment included revision surgery, colon resection, small bowel resection, mesh removal surgery.